Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was wound dehiscence and infection at the incision site of the implantable pulse generator (ipg) that required debridement. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pacing leads were explanted due to the wound dehiscence and infection. The entire system was replaced with a leadless implantable pulse generator (ipg).